Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the surgeon was fixing a scapula using the 9-hole straight plate with 2.7 locking and non-locking screws. The two 2.7 non locking screws heads snapped off, leaving the shaft in the scapula. The case was completed with another manufacturer's plates and screws. Patient is young male.